Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed a downstream occlusion and also stated that only initially, it was switched when alarm occurred. There was no patient involvement and harm.

Manufacturer narrative:
The device was not returned for analysis. No previous repair was noted for the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, we are unable to determine a probable cause as the device was not returned for evaluation.